Event description:
A report was received that the patient developed an infection after an implant procedure. It was noted that the patient never took his postoperative antibiotics and the patient picked the scab off the wound which made infection worst. Symptoms included redness, swelling and pus at the ipg site. It was believed that the infection was procedure related and most likely a superficial infection. The physician did not want to take the chance for the infection to spread thus the patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 17248763 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.